Event description:
(B)(6) medical instant warm pack (heat pack) exploded on nurse in hallway when cracking it before bringing it into the patient room. Heat pack never made it to the room and no harm was caused to patient.